Manufacturer narrative:
11 - isi has received the left hrsv monitor for evaluation; however, device evaluation has not been completed at this time. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the product has been evaluated and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total malignant hysterectomy procedure, the image in the left eye of the surgeon side console (ssc) was lost. An (B)(6)(isi) clinical sales representative (csr) contacted an isi field service engineer (fse) for troubleshooting support. The csr noted that horizontal color lines were seen at the left high resolution stereo viewer (hrsv) suddenly. There were no error messages reported. Then the left image turned black completely. The system was restarted but the issue persisted. Both eyes of the vision side cart (vsc) and the right eye of the hrsv were noted to be working properly. Due to the hardware failure, the surgeon decided to convert the procedure to open surgery. The procedure was completed successfully with no reported adverse harm, injury, or outcome to the patient. An isi fse was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse found that the left hrsv monitor was not powering on, so it was replaced to resolve the reported issue. Following service, the system was tested and verified as ready for use.

Manufacturer narrative:
The original equipment manufacturer (OEM) has received the hrsv for failure analysis and completed the device evaluation. Failure analysis investigation was able to confirm the reported issue. The unit powered up with no image. Upon further testing, it was noted that the main board had an electrical defect, which contributed to the reported issue.